Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. The reason for call was rep said patient reported getting software issue on the remote. Technical services(ts) recommended resetting the controller, but that has been done. Rep said, now, the controller isn't even turning on when plugged into the power source. Patient representative called back with the equipment repeating information that the controller would not power on/respond when attempting to use it. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; agent instructed caller to press and hold the pad lock icon to unlock the screen but the device would not respond to touch. Agent confirmed there was no protective layer on top of the screen. Agent had caller press stim on/off button and caller was seeing the stim on/off/lock controller option but again when instructed to tap lock controller, the screen did not respond. Caller stated they already tried with alkaline batteries and same thing; the screen is not responding to touch. Agent sent email to repair to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97745nt controller (ptm nontrial) (serial number (B)(6)) revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.